Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the ars (syringe) leaking during blood aspiration on a patient.

Manufacturer narrative:
Qn# (B)(4). It was discovered that this report is a duplicate of MDR#3006425876-2018-00602. The complaint was reported by both the sales rep and the distributor; therefore, this complaint will be voided.

Event description:
The customer reports the doctor found the ars (syringe) leaking during blood aspiration on a patient.